Manufacturer narrative:
Date of event is unknown. During processing of this complaint, attempts were made to obtain complete event information and patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-18581. It was reported the patient underwent surgical intervention on an unknown date for an unknown reason wherein the patient's entire system was explanted. No additional information is known at this time.